Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that they insulin pump had blank display with vibrating. No harm requiring medical intervention was reported. Customer stated that insulin pump was not exposed to moisture. The customer was assisted with troubleshooting and customer reports display was blank currently. Customer stated the display was not blank less than 30 seconds and did not returned. The customer removes the battery and stated the insert battery alarm did not display on the insulin pump screen. Customer stated the contact on the battery cap was neither missing nor damage. Customer stated battery compartment was neither damaged nor corroded. Customer stated the spring was neither damaged nor corroded. Customer stated that display did not returned after insulin pump restart. The insulin pump will be returned for analysis.

Manufacturer narrative:
Customer returned insulin pump for an alleged blank display found on 06/13/2021. Device received with a blank display. Unable to download to thus software due to blank display. Unable to perform the self test, sleep current measurement, active current measurement and displacement test due to blank display. Device was cut open to perform visual inspection and found the battery tube connector plugged in properly to electrical board 1 and no moisture damage on the electronics, 40 pin flexible printed circuit/lcd and battery tube. The original electrical board 1 was installed in a test electrical board 2, case, internal battery and motor. Powered the insulin pump on using the battery simulator and no blank display noted. The original electrical board 2 was installed in a test electrical board 1, case, internal battery and motor. Powered the insulin pump on using the battery simulator and blank display noted. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: pillowing keypad overlay, cracked keypad overlay, and cracked case above arrow and battery icon. Customer allegation was confirmed with a blank display suspected to be on the electrical board 2. Unable to download history/traces confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.